Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the healthcare professional (hcp) regarding a patient receiving bupivacaine (15 mg/ml at 3.416 mg/day) and morphine (15 mg/ml at 3.416 mg/day) from an implanted pump. The indication for use was non-malignant pain and chronic low back pain. On (B)(6) 2016 a critical alarm was reported. The logs were checked and showed that a reset, low battery reset, and safe state had occurred on (B)(6) 2016. The hcp programmed the pump to simple continuous. No patient symptoms were reported.

Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2017-feb-10. It was reported that the patient had been too sick to get the pump replaced so they just wanted to permanently turn the pump off. The pump off password was provided and the hcp programmed the pump to off state.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.